Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a battery life-power issue with the pump. There was no allegation of an adverse event. The battery life issue is reportable because it can disrupt insulin delivery and/or cause the patient not to be able to use the pump

Manufacturer narrative:
Follow-up #1; date of submission: 01/20/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings. Review of the alarm history revealed frequent records of ¿low battery¿ warnings. The electrical current draws were evaluated and determined to be within the required specifications. On examination, the battery compartment was noted to be cracked and there was corrosion inside the battery compartment. Leak testing revealed moisture leakage into the battery compartment at the site of the crack. The pump was opened for further inspection with no further evidence of moisture found inside the pump¿s interior compartment. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.